Event description:
The customer reported falsely low total thyroxine (tt4) quality control (qc) results, involving access 2 immunoassay system. Beckman coulter customer technical support (cts) advised the customer a notification was sent regarding the lot in question. The customer had an alternate calibrator lot available, and beckman coulter advised the customer to calibrate with the new lot and appropriately discard the lot in question. There was no report of patient results affected. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer noted system check completed, on (B)(6) 2011, was within specifications. (B)(4).

Manufacturer narrative:
(B)(4)